Event description:
According to company's customer, several intermittent false low hcg results were genetrated by the access 2 instrument. Tbhcg results ranged from 1-2 miu/ml. The physician questioned low result and requested the sample to be retested. When the same sample was repeated on the same access 2 instrument, the dil-bhcg results was 136,555 miu/ml. This result was in alignment with phsician's expectation. The custoemr reran the same sample again on the same access 2 instrument and retested for tbhcg. Three out four replicate results were >1000 miu/ml. The customer reran the sample for tbhcg on a different chemistry analyzer in replicates. All four results obtained were >1000 miu/ml. The customer indicated that there was no report of injury requiring medical intervention or change to patient treatment attributed to or connected to this event.